Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.